Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced. It was noted that they were damaged during extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Ddbb2d1 ICD implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), high rate non-sustained episodes, and noise. It was also noted that the right atrial (ra) lead exhibited noise simultaneously with the rv lead. It was suspected that there was a lead to lead interaction between the two leads. The leads currently remain in use. No patient complications have been reported as a result of this event.